Event description:
Terumo medical corporation received the following information: it was reported that the enhanced tr band was applied s/p radial access procedure. When the recovery rn attempted to perform the second air titration it was observed that the device balloon had lost all air. The reporting nurse stated that 12ml of air was initially used to achieve hemostasis. Upon observing that the tr band had lost all air the tr band was removed. It was unknown by the reporting nurse whether a new tr band was applied, or manual compression was used to maintain hemostasis. There was no hematoma or other adverse event that the patient experienced after the malfunction. The type of procedure performed was a heart catheterization. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cvcc rn manager h4: device manufacture date: unknown, as the involved lot # was not provided the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.